Manufacturer narrative:
After uneventful detachment of the deltaplush cerecyte microcoil 1.5 mm x 1 cm, the coil migrated out of the aneurysm and went from the a1 to a-com segment. It was reported that the aneurysm had already reached the packing density, so there was not enough space for the last 1.5x1 delta plush coil. The microcatheter distal tip was near the aneurysm neck and the coil migrated after it was detached. It is not known if additional intervention was required; it was indicated that there was no potential adverse event and that the patient was stable. Only the device positioning unit (dpu) which passed electrical testing was returned. The coil was not returned. Two contributing factors were found that may have prevented the coil from breaking over and its eventual migration into the parent vessel. The primary contributing factor to the coil not breaking over and unable to fully enter the aneurysm was due to the aneurysm reaching packing density as stated in the event description. This may have prevented the coil from fully entering the aneurysm and breaking over. The secondary contributing factor to the coils migration into the parent vessel may have been due to the microcatheters tip not being fully engaged against the aneurysm's neck as stated in the event description. This may have allowed the coil that could not fully enter the aneurysm to migrate into the parent vessel. In addition, without the identification or the return of the unknown microcatheter and the coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the available information it appears that the procedural factor of the aneurysm having reached packing density and possibly the positioning of the microcatheter during detachment contributed to the migration of the coil after successful intended detachment. Although a definitive conclusion cannot be made without the return of the coil, with review of the information there is no indication of any device design or manufacturing issues related to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Only the device positioning unit (dpu) which passed electrical testing was returned. The coil was not returned. Two contributing factors were found that may have prevented the coil from breaking over and its eventual migration into the parent vessel. The primary contributing factor to the coil not breaking over and unable to fully enter the aneurysm was due to the aneurysm reaching packing density as stated in the event description. This may have prevented the coil from fully entering the aneurysm and breaking over. The secondary contributing factor to the coils migration into the parent vessel may have been due to the microcatheters tip not being fully engaged against the aneurysm's neck as stated in the event description. This may have allowed the coil that could not fully enter the aneurysm to migrate into the parent vessel. In addition, without the identification or the return of the unknown microcatheter and the coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.

Event description:
The delta coil was gone through the vessel from a1 to a-com just after detached. Additional information received from the affiliate indicated that the coil detached properly during the procedure. The coil did not break and there was no unintended detachment or coil stretching that occurred. It was further explained that the microcatheter distal tip was near the aneurysm neck and the coil migrated out of the vessel when the coil detached. The aneurysm already reached the packing density so there was not enough space for the last 1.5x1 deltaplush coil. There was no known additional intervention performed nor medication prescribed.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.